Event description:
It was reported that during the implant procedure there was difficulty extending a stylet down the lead while attempting to locate the optimal atrial position. After several attempts the physician decided not to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52, the full lead was returned, analyzed and analysis found that there was blood on the distal conductor obstructing the connector.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.